Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning for low impedances was seen at device interrogation. Reprogramming was done, and the lead remains in use. No patient complications were reported as a result of this event.